Manufacturer narrative:
(B)(4). Batch # r58c66. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the doctor when tried to use the device for a lap sleeve gastrectomy procedure, wasn't able to fire the device when tried for the first firing. The doctor checked manually for any physical damage and removed to reinsert the battery again. No positive result. So the doctor complained regarding the same and asked for evaluation and replacement. No patient consequence reported.